Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A family member of the customer reported receiving no low/high blood glucose alerts from the customer's insulin pump. The family member reported the customer had 600+ mg/dl blood glucose levels with no alarms/alerts except for calibration errors related to a sensor. The family member declined troubleshooting and stated they would call back if the issue recurred. No further information was provided.